Event description:
It was reported the patient had a ventricular storm resulting in many high voltage therapies being provided. The implantable cardioverter defibrillator (ICD) is reported to have had a charge circuit timeout. It was noted the many shocks are the reason for end of life (eol) (long charge time). Additional information was obtained and reported that the cause of death was ventricular fibrillation storm and unrelated to the device system performance.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device at eri (elective replacement indicator).